Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 18. Details of surgery: Primary stability not achieved, Ridge augmentation and Immediate extraction site. On 2025 (b)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility. No further patient complications were reported.